Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that this lead exhibited high out of range pace impedance of greater than 3000 ohms. The following physician was dr. (B)(6) at (B)(6) hospital center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).